Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a damaged front response button dome, causing it to be intermittently non-functional. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a damaged front response button dome, causing it to be intermittently non-functional. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.